Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right ventricular (rv) lead had a perforation resulting in a pericardial effusion. A pericardiocentesis was performed; the rv was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.